Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary procedure. The procedure was completed by using another device. The philips field service engineer (fse) inspected the device onsite and confirmed that system was unable to start. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that due to the sudden power outage the power to the device was cut off and device was unable to start. On further troubleshooting the fse found that software on the main control pc had crashed during the power outage and was unable to start up normally. To resolve the issue, the fse reinstalled the software. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up after power was restored during a facility power outage. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.